Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A definitive cause for the reported stent fracture and stenosis cannot be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents for stent fracture reported from this lot. Based on the reviewed information, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that an xact stent was successfully implanted on (B)(6) 2014 in the right internal carotid artery with good result. During regular follow-up, no sequela was noted. The patient was re-checked at 3 and 6 months, and the ultrasound indicated good blood flow. On (B)(6) 2015, a carotid computed tomography angiogram (cta) indicated about 50% restenosis in the stent and a circumferential stent fracture that left the stent in 2 pieces. The patient was asymptomatic and was not treated. There was no adverse patient sequela and the patient was discharged home. No additional information was provided.